Event description:
On (B)(6) 2015- patient stated a rash developed 1/4" above the insertion site. Patient was told by facility if the rash does not spread then she shouldn't worry. On (B)(6) 2015, patient said it looked as though an infection was beginning as it looked like a pimple. On (B)(6) 2015 - per ms and s: patient states that she had a groshong 8 french catheter inserted 2 years ago. She states that she has been taking cipro for exit site infection of the groshong cvc. She states that the area 1/4" above exit site was a "boil like sore". She states that the exit site became red about a month ago.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reuf0197 showed no other similar product complaint(s) from these lot numbers.